Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6). Infinity with adaptis technology total ankle replacement follow-up (itar2) study. Subject called the surgeon to report continued left ankle pain and asked to proceed with a medial gutter debridement. The surgeon considers the medial gutter impingement a procedure-related ae. Surgery on study ankle. Update on 15 apr 2026: on (B)(6) 2025: subject called the surgeon to report continued left ankle pain and asked to proceed with a medial gutter debridement. On (B)(6) 2025: surgery: left medial tibial and medial talus exostosis excision from the medial gutter of the ankle. No products were removed during this procedure.